Event description:
It was reported that a patient underwent a gynecolgoical procedure on (B)(6) 2012. During the procedure, the device stalled and restarted continuously. The issue did not resolve when tried with an alternate generator. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt217068 mfg date: 08/07/2012, exp date: 08/31/2014. Batch mt216710 mfg date: ni , exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all (B)(4) release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07216 and medwatch 2210968-2012-07217. The same patient is represented in each medwatch.